Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed to boot up. The user turned the power off an on again, and the monitor booted up as expected. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.